Manufacturer narrative:
The complaint device is not available for a physical evaluation. From the information available, it may be possible that the excess suture tensioning led to suture pulling out. However, a root cause cannot be determined without any further information or investigating the device. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during an ankle procedure after the customer's gii quickanchor plus#2 ethibond was implanted, the suture disconnected from the anchor. The sales rep stated that the surgeon left the anchor in, removed the sutures and discarded the sutures. The sales rep reported that the surgeon completed the procedure with another like device by creating a new bone hole. The sales rep reported that there were no patient consequences or delays in the procedure. The sales rep was not present for the case therefore could not provide any further information. No device will be returning for evaluation.